Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis. The customer also stated, he had the flu and diarrhea. The customer declined any troubleshooting on the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.